Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system is intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device would not cycle properly, causing the second implant not to deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after deploying t1, the metal arm that slides did not retract and did not allow the surgeon to deploy t2. They were able to cut the suture and redo with a new implant. Case delay was minimal and they were able to complete with a solid repair. No issues otherwise.

Event description:
It was reported that during an acl reconstruction with meniscal repair after deploying t1, the metal arm that slides did not retract and did not allow the surgeon to deploy t2. They were able to cut the suture and redo with a new implant. Case delay was minimal. The procedure was completed with a backup device with no patient injury reported.